Manufacturer narrative:
This is one event(death) of two events reported for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced chest pain on or about (B)(6), 2010 and then on or about (B)(6), 2010 experienced a cardiovascular event and subsequently expired after the use of the product.